Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 20-aug-2019, the reporter contacted animas, alleging a temperature (temp- no physical damage) issue. It was alleged that the battery was hot when the patient changed it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 07-feb-2020 device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2020 with the following findings:. During investigation, the pump was not resumed by the user after replace battery alarm on 8/17/2019 at 02:13 am. Investigation was unable to reproduce or duplicate temperature issue . Battery current draws were tested and found to be within specification. The black box confirmed a low and replace battery alarm due to a sudden voltage drop on 8/17/2019 at 01:43am due to an unconfirmed continuous glucose monitoring warnings .animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.